Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported breakage of the electrical contacts inside the 3g-sdi quad link out2 terminal, which caused the reported image issue, could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported electrical contacts breakage was attributed to the excessive external force being applied by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed due to the breakage of the electrical contacts inside the 3g-sdi quad link out2 terminal. There was no report of patient injury associated with this event.